Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump reset unexpectedly on multiple occasions. On (B)(6) 2016, the customer experienced an elevated blood glucose (bg) level of 937 mg/dl with ketones and went to the hospital. The customer delivered a bolus and used manual injections in an attempt to bring down bg level. At the hospital, the customer was treated with fluids, insulin drips, and zophran. The customer was released on the same day ((B)(6) 2016), with the issue resolved and no permanent damage to the customer. On (B)(6) 2016, the customer's blood glucose level was 188 mg/dl. It was confirmed that the customer has manual injections available as alternate insulin therapy.